Manufacturer narrative:
Na.

Event description:
The customer complained of erroneous results on his coaguchek xs meter with serial number (B)(4). The initial test at 7:49 p.m. Was 5.5 inr. The customer used a different finger and tested again at 7:53 p.m. And the result was 2.7 inr. The customer thinks the result of 5.5 inr was incorrect. The customer reported the result of 2.7 inr to his healthcare provider. No changes were made to his warfarin dose. The customer's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. No adverse event occurred. The customer feels fine. The suspect product was requested for investigation. Relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned material and the retention material meet the specification.